Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign objects in the air/water cylinder and tube. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h4, correction: h6, h11 this supplemental report is being submitted to provide additional information. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically.